Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2019 at 11 am due to a high blood glucose level of 1260 mg/dl. The customer was feeling thirsty. The customer's blood glucose level at the time of admission was 1250 mg/dl. The customer was assisted in troubleshooting for high blood glucose. The customer was treated with intravenous drip. The customer was not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis.